Event description:
It was reported to fresenius than an internal dialyzer blood leak occurred at the start of hemodialysis (hd) treatment. The blood leak was confirmed to be visually observed in the dialyzer fibers. The machine, a fresenius h532, alarmed appropriately with a blood leak alarm. The dialysate fluid was tested and the results confirmed that a blood leak occurred. There was no report of any damage found on the dialyzer. Fresenius bloodlines were also being used. Following the leak, the treatment was stopped and the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was not provided. It was confirmed the blood loss did not result in any patient injury or harm, and no medical intervention was required due to the event. It is unknown if the patient was able to continue and/or complete their treatment. The complaint device was not available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius than an internal dialyzer blood leak occurred at the start of hemodialysis (hd) treatment. The blood leak was confirmed to be visually observed in the dialyzer fibers. The machine, a fresenius h532, alarmed appropriately with a blood leak alarm. The dialysate fluid was tested and the results confirmed that a blood leak occurred. There was no report of any damage found on the dialyzer. Fresenius bloodlines were also being used. Following the leak, the treatment was stopped and the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was not provided. It was confirmed the blood loss did not result in any patient injury or harm, and no medical intervention was required due to the event. It is unknown if the patient was able to continue and/or complete their treatment. The complaint device was not available to be returned for manufacturer evaluation.